Event description:
It was reported that during device change-out for normal eri, the device could not be interrogated in order to turn off therapy. The device was explanted and replaced. Patient was stable post-procedure.